Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 206 mg/dl. Information regarding alternate insulin therapy was not provided.